Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective stand control module cable. The investigation was performed on relevant hardware, complaint description, log files and system history. The log file analysis shows that the error message "emergency stop button active" and "deactivate dmg" was shown, but no actual button was pressed. As a consequence, system movement was blocked. When the emergency stop circuit is activated, all power to the stand and table motors is disconnected so movement is no longer possible. Additionally, as a safety measure, if the system detects a pressed dead man grip (dmg) without any movement for a period of time, such as at system startup or after a reset of the emergency button, movement is no longer possible. Since no button was actually pressed, the emergency circuit and/or the (dmg) were interrupted/activated either in a control module or the cables. The customer service engineer found the cable of the stand control module (scm) defective. After it was replaced the system recovered. The returned scm cable was examined in detail and showed that a short circuit was found which caused the interruption/activation of the emergency stop circuit/dmg. The stand control module cable has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized. The occurrence rate is below the defined threshold.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported a problem with the collimator control module. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.